Event description:
The complainant has reported that a male pt (age unk) underwent a therapeutic placement of an esophageal stent to treat longstanding esophageal stricture in 2003. The following year, the pt began experiencing unspecified 'complications' from the stent. Less than five weeks later, the stent was noted to have migrated to the pt stomach. The next day, an attempt to remove the stent endoscopically was unsuccessful. Fifteen days later, a second endoscopy under general anesthesia to retrieve the migrated stent was unsuccessful. Twenty seven days later, the pt underwent an open laparotomy to remove the stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.